Event description:
Clinical trial it was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, moderately calcified, proximal rca (right coronary artery) measuring 3.1x10mm with 80% stenosis. Target lesion one was treated with predilation, placement of a 3.0x16mm taxus liberte stent, and post dilation resulting in 20% residual stenosis. The investigator reported that the 3.0x16mm taxus liberte stent delivery balloon was sticking to the stent. Withdrawal resistance was reported to be moderate and was resolved by reinflating the balloon, deflating the balloon, and removing the balloon successfully with additional force. Target lesion two was a de novo, moderately calcified, mid lad (left anterior descending) lesion measuring 2.8x25mm with 85% stenosis. Target lesion two was treated with predilation and placement of a 2.75x28mm taxus liberte stent resulting in 0% residual stenosis. The investigator reported the patient had a small myocardial infarction, without st-elevation as a result of this event.

Manufacturer narrative:
Unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product uanavailable for analysis